Event description:
It was reported that during an iliosecal resection procedure, the device fired without any problems. After inspection of the staple line, there was a leakage in the middle of both staple lines. There were no staples found in the abdomen or on the gauze underneath the device. There was no reported patient consequence.